Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link microbore catheter extension set would not connect properly to a baxter primary set. The reporter stated that the device ¿did not seem to create an effective seal.¿ the reporter speculated that the spike is not sufficiently long enough to open the clave on the other set. This occurred during infusion of albumin. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.